Manufacturer narrative:
(B)(4). Date sent: 8/3/2016. Batch # m9382k. The analysis results found that the er320 device was returned with one clip in the jaws and one clip jammed between the top shroud and the floor; the clips were removed in order to inspect the jaws and they were found with no damage. Upon cycling, the device was noted to be empty and the lockout had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. In addition, the handle post was noted to be broken. No conclusion could be reached as to what may have caused the damage found. Clip formation could not be evaluated due to the returned condition of the device. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired eight to ten clips successfully before any issue occurred. During the subsequent few firings, the device continued to jam and made clip deployment very difficult. Three to four clips were deployed but not formed properly. The surgeon attempted to clear the device but the device continued to jam with clips in the jaws. Case completed with another device of the same product code. There were no patient consequences reported.